Event description:
It was reported that approximately one month following an ablation procedure, the patient is in intensive care. The physician suspects a fistula as the likely complication explaining the patient's condition. There were no performance issues with any abbott device.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.